Event description:
The manufacturer was notified on (B)(6) 2016 that the surgeon was performing aortic valve replacement using perceval valve size l (sn (B)(4)) and two coronary by passes. Preoperative echo showed an annulus of 21mm. Surgeon preformed two distal grafts using endoscopic vein harvest and left internal mammary artery first before placing the patient on pump and creating his aortotomy and debriding the aortic valve. Once the diseased leaflets and calcium was removed he started sizing with the small perceval sizer and worked his way up to the large sizer. The large transparent sizer passed and the white sizer did not. He confirmed this by double checking again with the sizer and again the transparent sizer end of the large sizer passed and the white did not. Large valve and accessories were passed on to the field and prepared. Surgeon placed three guiding sutures 2mm below the nadir of the annulus. Large valve was handed up and lowered into aorta with equal tension on guide sutures and valve was deployed. No annulus was noticed above and below and leaflets coapted nicely. The large perceval valve was then ballooned and after ballooning the surgeon noticed that the valve had migrated up from where he placed the valve. He determined that the balloon had caused this because of the assistant struggling with the inflation device and causing extra movement. The large valve and guide sutures were removed and the same large valve was recollapsed. New guide sutures were placed in the same location and valve was deployed using the same steps as before. Again the valve looked great with no annulus showing, valve was circular, leaflets coapt, and leaflet height was even with the other leaflets. Surgeon ballooned again at 4atms for 30seconds with warm saline. There was no change in the valve and the aorta was closed and one proximal valve graft was attached to the aorta. Once cross clamp was removed and patient's heart started to eject we could see on echo that the inflow portion of the valve dislodged and moved into the sinus around the non and right coronary sinus. There was a large pvl in this area. Patient's aorta was cross clamped again and the aortotomy was opened and large perceval valve was removed. The surgeon inspected again to see if there was any sort of calcium in the lvot that may needed to be removed and there was not and he tried sizing again. Patient again sized to a large, but it was determined that we needed to undersize this patient with a medium valve since the large valve dislodged twice. The medium valve was prepared, deployed, and ballooned following the instructions for use and the valve looked great. The aorta was closed and the cross clamp removed again. This time on echo there was no pvl or central leak. The first crossclamp time was 65minutes with the coronary bypasses and the added crossclamp time for the medium valve was an additional 27minutes. Total pump time was 132 minutes. The mean gradient for the medium was 4mmhg and peak 9mmhg.

Manufacturer narrative:
The explant valve was returned to livanova for analysis. The complete manufacturing and material records for the perceval s heart valve, model icv1210, s/n (B)(4), were pulled and reviewed by quality control at livanova (B)(4) corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a perceval s heart valve at the time of manufacture and release. The explanted device was returned and gross examination was completed. Visual inspection was performed according to procedure qbf031 rev_s. No defects were detected. Based on the information received it appears that the root cause of the dislodgement was due to oversizing of the valve. Corrected data: device availability, corrected data, initial MDR reported that there was no information on the return of the device, however the device was returned prior to submission of the initial MDR on aug 11, 2016. Device evaluated by manufacturer, corrected data, initial MDR reported evaluation had not yet begun, however, the gross examination had been completed prior to submission of the initial MDR.